Event description:
Initial report states: "during use last night, difficult putting it through dilator then it was observed the tip looked distorted/irregular then, broke off in subclavian on the right. Another csg worley standard length with same lot as above was opened- same irregularities noted at tip, so it was not used. Another csg worley long length was used from another lot number - it looked entirely different than the other two upon removing it from the package and was used without incident."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Evaluation of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of the ro/sheath joint was above the minimum specification. Presumptive root cause is that a force applied to tip segment exceeded material strength. Ro tip fractured. Source of force is unknown, but may have occurred during bi-ventricular procedure. Device was not returned for evaluation. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and manufacturing methods to provide a more robust ro/soft tip.